Manufacturer narrative:
(B)(4).unit p-cap or reservoir locked properly in place. Unit received with cracked keypad overlay and cracked lcd window. After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.

Event description:
The customer reported via phone call that the insulin pump was crack. The customer¿s blood glucose was 209 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.